Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the device was returned with a loose white plastic. The reported condition was confirmed. Engineering confirmed that product did not meet specifications. Stray, broken pieces of plastic or metal should not fall out of the device. The DHR for the complaint product lot was reviewed; no discrepancies were found. One of the locator pins on the handle mid-frame was found to be partially broken and the piece that fell off matched the piece from the broken locator pin. The locator pin was likely broken during the welding process because the mid-frame was raised. The handle body supplier installs the mid-frame into the handle. The most probable cause for this defect is a supplier defect due to improper installation of the mid-frame. The investigation identified the root cause of the reported event to be supplier defect. R0002924, rev h section 11.3 refers to broken piece falling into patient. Severity is 5 and occurrence is 1. The severity was not realized because the piece f ell out of the handle and not in the patient. There is no way for a piece to fall out of the handle into the patient in a laparoscopic device. This is the second occurrence of a piece breaking off the handle mid-frame, single event so the occurrence of 1/1m is not exceeded with 3.0m devices produced. No further action required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to the start of the procedure, a white plastic piece was found near the device. The handpiece was squeezed for testing and it worked fine. The handpiece was used for the procedure and worked without issue. The device was visually checked but seemed intact. There was no patient injury.